Event description:
The customer stated that she was hospitalized with a blood glucose reading of 50 mg/dl. Troubleshooting could not be performed because the insulin pump continuously alarmed motor error during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind, due to the motor encoder signal being out of phase.